Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it was reported that while using the bd pyxis¿ medstation¿ es, several pockets in drawer 4.1 were not being detected on the bus. The drawer failed to open and recover, and even after performing a hard reboot of the machine, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer not detected on bus. A field service engineer verified that 4.1 row b was not detected. The fse logged into the hardware test application (hta), removed the cubie pockets from the drawer, and observed that no light emitting diodes (led) lights were functioning on row tray b. The fse powered off the station, removed the row tray, and found that the rowboard cable was disconnected, causing the reported issue. The fse reseated the cable, restarted the device, logged back into hardware testing application, and placed the cubies into the row tray. Row b was then detected, and the repair was verified in the hardware test application. During additional checks, the fse found that position 1 in row a would not retain a cubie pocket. The fse replaced the row tray and verified proper functionality in diagnostics. The system functioned as intended after the field service engineer repaired the device.